Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed that when pressure is applied to the pump door area the device will power on. It was also observed that the pump will not power off. Further evaluation determined that this was caused by a failed upper latch switch. The failed upper latch switch was replaced.

Event description:
It was reported that the pump would power on when the door was pressed. The customer also stated that the pump would not power off and there was no patient injury.